Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer bolused and reset the pump to resolve the occlusion. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.